Event description:
It was reported that the emts were unloading a bariatric gurney from the back of the ambulance. Reportedly, the gurney did not lock and "dropped a notch or two." It was reported that there was patient on the cot at the time. The patient weighed approximately 600 pounds. It was reported that there was no patient injury. Reportedly, 2 emts sustained a back sprain and indicated that the emts were treated by a chiropractor and were off work for 2 days. They are now back to work.

Manufacturer narrative:
Investigation underway.